Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: the idrive handle was assembled with the adapter. The first reload was loaded and all three led lights were illuminated. This reload was fired properly. The second reload was loaded and all three led lights were again illuminated. During the attempt to fire, however, the instrument did not activate. The battery was removed and the instrument was reassembled. The instrument was fired successfully following this. The patient is currently in good condition. There was no reinforcement material used.